Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 days post implant of this 29mm mitral bioprosthetic valve, the patient received a cardiac resynchronization defibrillator (crt-d) due to cardiomyopathy and atrio-ventricular (av) block. The patient stated that when they stand up they feel like they are beginning to have a panic attack and have trouble catching their breath. No additional adverse patient effects were reported.